Event description:
It was reported that surgery time was extended for one hour.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted the block broke into when the surgeon started to make cuts. The research and development team performed a macroscopic examination. The cause for the cutting block fracture was likely due to the cutting blade gouging the cutting block in the area where the anterior and posterior portions of the block are connected in combination with the small cross-sectional area of that region. This could raise the stresses in that region and reduce the load necessary to cause fracture of the cutting block. The interior surfaces of the cutting guides showed wear indicating multiple uses. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.